Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that all the keypad buttons were under responsive. Reportedly, there was no delivery issues noted. No additional information was provided. Attempts by the customer support to follow-up on the matter were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2016 with the following findings: during investigation, the keypad was found to be peeling from the ok button side. All the buttons were responsive to user presses. There was no contamination found under the buttons. Unrelated to the original complaint, there was evidence of moisture in the battery compartment. A leak test showed a battery compartment leak and a case leak. There was a crack found in the case seal between the case and the display. The battery compartment was found to be cracked on the side from the threads traveling down along the side of the bumper to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.